Manufacturer narrative:
The required information to enable further investigation at abbott diagnostics (B)(4), inc., such as the kit's lot number and patient's medical history, was not available. Therefore a root cause investigation was not performed. A review of complaints' trend reveal that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
Abbott diagnostics (B)(4), inc. Received a medwatch (mw5096136) on 02 september 2020. Review of the mw confirmed the customer had not previously reported the complaint to abbott technical services. The customer reported a false positive with the ID now covid-19 assay performed on (B)(6) 2020. Swab and sample type were not provided. Information regarding use of viral transport media was not provided. Confirmation testing with rt-pcr (not further specified) generated negative results. The customer identified the event report type as serious injury and the event outcome as hospitalization on the voluntary medwatch report submitted to FDA. No additional patient information, including symptoms, treatment, impact or outcome, was provided in mw5096136. Attempts to gain further information were not successful. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information.